Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number 2429304-2023-00398.

Event description:
A company representative, on behalf of a customer, reported to olympus that while using the bronchofibervideoscope, the balloon was lost in the patient during the procedure. It was stated that the balloon was retrieved in whole. Additional information was requested multiple times about the procedure, event and patient outcome but was not received. This event requires two reports: patient identifier (B)(6) is for the evis eus ultrasound bronchofibervideoscope. Patient identifier (B)(6) is for the balloon.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation, the reported issue could not be confirmed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it, and could result in patient injury.¿ ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient.¿ ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris.¿ ¿when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿ ¿always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.¿ ¿deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.